Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had an issue with some bard foley kits where the foleys were not properly labeled with the latex warning sticker. It was stated that vet ordered for a foley placement, allergies verified no allergy to latex noted and original order read to place a 16f foley and if not successful to place a 14f foley. It was stated that when inspecting the foley catheter kits reference numbers a303316a for 16 french foley cath kit and a303314a for 14 french foley cath kit, one had a label with a warning for latex and the other did not. It was also stated that the warning label should be documented on all kits and the actual product warning was hard to see as it was on the seem of the product (material: a303316a and a303314a). Also, it was stated that if this was a patient who had an allergy they could be harmed as there were no kits without latex.

Event description:
It was reported that the customer had an issue with some bard foley kits where the foleys were not properly labeled with the latex warning sticker. It was stated that vet ordered for a foley placement, allergies verified no allergy to latex noted and original order read to place a 16f foley and if not successful to place a 14f foley. It was stated that when inspecting the foley catheter kits reference numbers a303316a for 16 french foley cath kit and a303314a for 14 french foley cath kit, one had a label with a warning for latex and the other did not. It was also stated that the warning label should be documented on all kits and the actual product warning was hard to see as it was on the seem of the product (material: a303316a and a303314a). Also, it was stated that if this was a patient who had an allergy they could be harmed as there were no kits without latex.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "placed incorrectly on lid". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion. ¿ insert urinary catheters using aseptic technique and sterile equipment. ¿ use the smallest foley catheter possible, consistent with good drainage. ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. ¿ keep the collection bag below the level of the bladder or hips at all times. ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. ¿ leave foley catheter in place only as long as needed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.